Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effecs, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo left anterior descending artery that is 90% stenosed. After pre-dilatation with a non-abbott balloon a 3.5x23mm xience xpedition stent was deployed at 12 atmospheres. Post dilatation with a 3.5x12mm nc balloon at 16 and 18 atm a distal edge dissection was revealed. Another xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.